Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump down and back button were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that the insulin pump buttons remained unresponsive even after the battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no down and back button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. No moisture was found on the motor and force sensor during visual inspection.